Manufacturer narrative:
The insulin pump was unable to prime during the prime test and received a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. No compromised force sensor system alarm occurred. The motor also passed the motor test. The following physical damage was noted: minor scratches on the lcd window, cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system while priming the tubing after an infusion set change; insulin shot out of the tubing. The patient's blood glucose at the time of incident was 168 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer's mother confirmed that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.